Manufacturer narrative:
The field service representative (fsr) calibrated the touch screen successfully and it was observed that nothing was off when making selections. It was found that the slider for the occluder adjustment did not track well when moving the slider down and would often stop as the finger kept moving down. The upward direction was observed to work fine. The fsr replaced the ccm and release testing was performed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen had an issue when attempting to adjust the slider for the occluder. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.